Event description:
It was reported when using the bd vacutainer® 4nc 0.129m 0.4 ml blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the esr tubes lose their vacuum and do not fill to the fill line.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 05-jan-2023. H.6. Investigation summary: bd received 1000 samples (400 samples for the batch: 1309963 and 1 photo for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, 20 of the customer samples (batch 1309963) along with 20 retention samples from bd inventory, were evaluated by functional testing, each drawn with deionized water, and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® 4nc 0.129m 0.4 ml blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the esr tubes lose their vacuum and do not fill to the fill line."